Event description:
See initial report.

Manufacturer narrative:
Neither the complained unit nor any photographic evidence was provided by the customer. DHR review has not pointed out any deviations or non-conformities possibly relevant to occurred issue and no further similar complaints have been recorded for noticed product lot. This is a known issue for which livanova completed a CAPA. This appears to be the first failing unit manufactured after the implementation of the corrective actions. Livanova believes the most probable root cause of the disconnection is ascribable to a human error during manufacturing of the unit. The manufacturing personal has been re-trained on the issue. However, without the possibility to inspect the unit, the root cause could not be confirmed. The risk is acceptable. No other corrective action is deemed necessary.

Manufacturer narrative:
Patient information was not provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device is not available for investigation. Livanova believes the most probable root cause of the disconnection is ascribable to a human error during manufacturing of the unit. The manufacturing personal has been re-trained on the issue. However, without the possibility to inspect the unit, the root cause could not be confirmed.

Event description:
Livanova USA inc has been informed that, during a procedure, the plastic tip comes off from the metal part of the catheter. There is not report of any patient injury.